Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 47 mg/dl at the time of incident. Customer treated with glucose tablets. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated drive support cap was normal. Customer stated that they was neither in emergency room, nor admitted into hospital. Based on customer does not allege insulin pump was over delivering. Customer did not want to troubleshoot. The device will not be returned for analysis.